Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain approximately one year post op of total knee replacement. Cementless femoral component seemed loose when second surgery was performed.

Manufacturer narrative:
Device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: a review of the provided clinical images by a clinical consultant indicates that the x-rays post event confirm bone resorption behind the cementless femoral component, especially below the distal and antero-distal flanges although no radiolucent lines are seen between device and bone. The cause of this bone change is not readily apparent. Component position is quite adequate while the cemented tibial interface and patellar device interface do not show any pathological changes. Unfortunately there is no clinical information, pain is a rather generic symptom consistent with a wide variety of knee problems and as such does not allow to discriminate pathology. The x-ray changes are also not really typical for loosening and could be caused by a different problem. 1-year is a bit short for stress-shielding, something not rare after beaded cementless femoral components but this would not cause pain. The explant photograph appears to support a loose device because no real adherent bone is seen but also this finding is difficult to prove on just a picture. Even when loosening would be present, the cause would not be clear and consequently this case cannot be solved with the current information. More clinical information and/or early post implantation x-rays might help solve this case. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the medical review indicated that the cause of failure is not readily evident based on the x-rays provided, while other contributing factors would require more clinical information to solve this case. With the current info no clear diagnosis is possible and more info is required. The exact cause of the event could not be determined due to lack of information provided. Further information such as product return, post-op x-rays, patient notes and revision operative notes are needed to complete the investigation and determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of pain approximately one year post op of total knee replacement. Cementless femoral component seemed loose when second surgery was performed.